Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 6 was hard to open and intermittently failing. The fse also found that the front panel of drawer 5 was drooping and jamming drawer 6, and that the left guide rail was missing a screw. The fse replaced and secured the guide rail, checked the bumper on the solace rails, secured all connections, and verified that the unit was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and did not open properly. It became stuck during operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.